Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged a registration inaccuracy of 5-8mm. Accuracy direction was not specified, this occurred post-tracer registration of an magnetic resonance imaging (mr) exam. In trouble-shooting, the site took a computed tomography (CT) exam and registered the patient using pointmerge with an alleged inaccuracy of 2mm, no accuracy direction specified. The surgeon was satisfied that the navigation system was accurate and continued the procedure. The procedure was completed with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient age is approximated, site reported only that patient was born in (B)(6). A medtronic representative, following-up at the site, reported that since the reported event, this navigation system has been used multiple times without issue. 08/21/2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Manufacturer narrative:
A medtronic representative reported that he went over proper registration methods with the super user that works for the hospital. Unfortunately, the super user was not present during this case which may have contributed to the incident. The rep has also gone over technique with the local nt rep that was present for this case. Since then, the doctor has been informed of proper technique through demonstration by the super user who happens to be their lead tech for the facility.